Event description:
Reporter indicated via literature, a vns therapy pt experienced an infection at the generator site. Cultures were positive for s. Aureus. The pt presented with fluid collection. The pt was treated with aspiration, IV cl then po tmp/smx. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.